Event description:
Patient required readmission and explantation of previously placed total hip prosthesis. Had developed enlarging cyst. Date of use: (B)(6)2011 - (B)(6) 2012. Diagnosis or reason for use: djd.